Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The customer declined ge service. No repair information available. No patient information available after contacting customer 11/15/21 and 11/17/21. Date of device manufacture year is 2011. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).